Event description:
It was reported that the patient had an atrio-ventricular ablation. One day later, the patient called stating that their heart rate was slower. A transtelephonic monitor (ttm) was conducted and it showed a pacing rate of 55 and a magnet rate of 85. It was also reported that there was t wave oversensing in the right ventricular lead, which was associated with a lower paced heart rate than the programmed lower rate. The device was reprogrammed and the t wave oversensing was resolved. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.